Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not available.

Event description:
Ww director of digital strategy & platforms, notified the complaint handling unit of a complaint received thru the website. Submitted from an unknown user visiting our website at this url: http://www.depuy.com/about-depuy/depuy-divisions/depuy-spine date: march 25, 2014 ¿I've had three surgeries in the last (B)(6) months. The first surgery seemed to be fine but after (B)(6) months one of the rods broke while I was exiting my van. One month later the second rod broke while I was in the process of sitting on the couch. I was operated on again and the doctor added 2 more rods to stabilize the area where I broke the others. (B)(6) months later, I broke the first rod again and 30 days after that I broke the second rod again. I am hoping that someone can explain this.¿ the following mfg medwatch reports are being filed for the 4 involved rods: 1526439-2014-11459, 1526439-2014-11460, 1526439-2014-11461, 1526439-2014-11462.